Event description:
It was reported that an occlusion alarms occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. The customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg was addressed via manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.